Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) developed a hematoma at sheath insertion site after procedure. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).